Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 13 events were reported for this quarter. 13 devices were received for evaluation; 6 events were duplicated during testing. The reported event was not confirmed for 1 device; however, the device was found to be outside of specifications for the reported event. 7 devices were found to be affected by corrosion. The reported event was not confirmed for 5 devices; the devices were found to be within specifications for the reported event. 1 device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device overheated. 4 events had patient involvement; no patient impact. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
(B)(4). One device was received for evaluation; one event was duplicated during testing. One device was found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device overheated. Four events had patient involvement; no patient impact. Nine events had no patient involvement; no patient impact.